Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged; in addition, it was reported that evidence of moisture ingress was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/11/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/22/2015 with the following findings:the battery compartment was observed to be cracked in the areas above and below the grip pad. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). Evidence of moisture ingress was found on the inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. The reported issues were confirmed. The pump case was removed, and no further evidence of internal damage or defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.